Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) has been confirmed. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open r781 resistor could not be positively identified. No adverse event resulted from the defective monitor.